Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
Related MFR report: 3006705815-2021-00804. It was reported the patient's implantable pulse generator (ipg) surgical incision opened and the generator was protruding through their skin. Reportedly, the issue occurred after a weight loss of 50-60 pounds. Surgical intervention was taken and the patient's ipg and lead were removed. A new lead was placed at this time and a new ipg will be placed in a couple months, once any possible infection has been treated and the wound has healed. There were no issues during the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.